Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is underway. The reported problem (failed incoming testing) has been confirmed. As received, the electrode belt failed incoming testing and displayed a service code 204 (belt/monitor unusable). The root cause investigation is currently underway. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt failed incoming testing.

Event description:
A us distributor reported that an electrode belt failed incoming testing.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(6) is underway. The reported problem (failed incoming testing) has been confirmed. As received, the electrode belt failed incoming testing and displayed a service code 204 (belt/monitor unusable). The root cause investigation is currently underway. No adverse event resulted from the defective electrode belt. Follow up 1: 07/28/2020. Device evaluation of electrode belt sn (B)(6) has been completed.  As received, the electrode belt failed incoming testing and displayed a service code 204 message (belt/monitor unusable).  The cause for the electrode belt failure was isolated to a broken trace or pad under j502 on the dn pca. The root cause for the damaged trace could not be positively identified. No adverse event resulted from the defective electrode belt.